Event description:
Related manufacturer reference number: 2017865-2022-16182 it was reported that the patient presented for a follow-up in clinic with arrhythmia. Upon examination, it was noted that the atrial lead exhibited p-wave amplitude variation and episodes of noise due to electromagnetic interference. It was also noted that the right ventricular lead exhibited episodes of noise due to electromagnetic interference. The leads were reprogrammed. The patient was stable in condition.